Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of thrombosis and death are listed in the xience prime, xience prime sv and xience prime ll everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A cine was returned for analysis and review performed by an abbott vascular clinical specialist. The cine films show deployment of the stent in the proximal rca followed by use of a post-dilatation balloon, with achievement of good distal flow. In the absence of intravascular imaging, it is unclear if the stent is fully expanded. A conclusive cause for the reported thrombosis, and the relationship to the product, if any, cannot be determined. The reported cardiac arrest and the reported death were likely due to the reported thrombosis. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Exemption number e2019001. The device remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a de novo right coronary artery that was 100% stenosed. Thrombus aspiration was done then a 4.0x23mm xience prime stent was implanted. Post dilatation was done with a 4.5mm unspecified balloon. The next day the patient died. Cardiopulmonary resuscitation and intra-aortic balloon pump were performed. Per the physician, the cause of death was probably due to stent thrombosis. No additional information was provided.